Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a procedure. According to the complainant, the interject injection therapy needle would not extend, and would not inject medicine. Pressure was felt while attempting to administer the medicine. Another interject injection therapy needle device was used to complete the procedure. No serious injury to the patient was reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.